Manufacturer narrative:
Correction: b5, d1, d4. Additional information: g4, h3, h6, h11. B5: the affected quantity reported was seven (7). H11: seven (7) actual devices were received for evaluation; one (1) unopened sample, five (5) opened samples, and 1 opened which appears to be used. Visual inspection and magnification inspections were performed which identified the following: embedded dark black specks of foreign matter in the tubing and in the inlet female connector on the unopened product sample, and in the inlet female connector end of two opened samples, and a small fiber on the outside of the downstream end connector on one of the opened samples. No particulate matter was observed in the remaining three (3) opened samples. The reported condition was verified for four (4) samples; however, not verified for three (3) samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a syringe inlet appeared to have a hair and dirt inside the inlet. This was found before use. There was no patient involvement. No additional information is available.